Event description:
It was reported by the customer's mother that the customer had a delivery anomaly on the insulin pump. Customer's blood glucose level was 219 mg/dl. Customer's bolus was not recording on the bolus history. Customer's mother stated that the pump did not record the bolus she had at 2:30 pm. Customer's mother reported that the pump was under-delivering. Customer's blood glucose level went down when she got the last bolus. Pump passed the displacement test. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.